Event description:
Patient reports, undergoing 8 surgeries in three years time, dealing with symptoms of fistulas, multiple infections, persistent chronic abdominal pain, fever, fluid build up around mesh and chronic drainage from wound site. Patient was placed on "a wound vac for an extended amount of time". Once the last portion of the mesh was removed, the site was reported to begin healing.

Manufacturer narrative:
The subject product has not been returned for evaluation. Therefore, no conclusions can be drawn. If the product is returned or more information becomes available, a follow up report will be submitted.